Manufacturer narrative:
Additional information: adverse event or product problem, event.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to unspecified reasons. A 3.5 cm cuff was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received indicated the patient experienced recurring incontinence as the cuff was too small.

Event description:
It was reported that the patient's artificial urinary sphincter cuff was replaced due to unspecified reasons. A 3.5 cm cuff was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.